Event description:
It was reported that during a hemorrhoidectomy, the firing handle could not be grasped completely because the firing force was much higher than expected. When the device was removed from the patient, the mucosa was partially (1/2) cut though no staples were deployed on tissue. Purse-string suture was performed again and another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Serial # = (B)(4). (10 sterile devices received). The analysis results found that 10 devices arrived sterile and in good visual condition. One of them was opened and tested for functionality. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not been fired. The device fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Breakaway washer indented. The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle), staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.